Event description:
Report from a state owned,long term care facility,of a patient death due to pulmonary embolism (b)(6 months after hero graft implant. Patient continued using tunneled dialysis catheter after hero graft implant on (B)(6) 2012. Hero graft was first cannulated on (B)(6) 2012 and noted to be clotted on (B)(6) 2012. Patient refused to have declot performed and continued to use tunneled dialysis catheter for dialysis.

Manufacturer narrative:
Multiple attempts via different methods of communication have been unsuccessful to get additional details from the initial reporting health care professional. The device was not returned. It is unknown if autopsy was performed. There is no information about whether any thrombectomy techniques were performed on the clotted hero graft prior to the pulmonary embolus and death. Since no patient information was obtained and no autopsy report received, the relationship of the death to the hero graft cannot be determined. As with all esrd patients, this patient was at high risk for any number of sudden death events. Embolism is listed in our instructions for use (IFU) as a potential complication. We provide guidance for preventing pulmonary embolism in the IFU and guidelines on our website. We monitor reports of pulmonary embolism through our complaint handling system, and to date the trending rate ((B)(4)) remains considerably lower than rates ((B)(4)) noted in our clinical studies and labeling which are comparable to the rate ((B)(4)) reported in an article for end stage renal disease patients. A comprehensive literature review showed an average pe rate of (B)(4) percent for esrd patients. (B)(4).